Event description:
During cath lab procedure the physician attempted to remove 6 french right femoral artery sheath with perclose vascular closure device. Two perclose devices failed. Alternative closure device was used instead. No ultimate harm to the patient.